Event description:
Hill-rom received a report from the account stating the bed exit audible alarm was not working. The bed was located in the repair room. There was no patient/user injury. (B)(4).

Manufacturer narrative:
The technician found the bed was sending the bed exit alarm signal to the nurse call .however, the audible tone was not sounding due to a faulty pc board. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Ensure the bed exit system works properly and that it places the appropriate call when activated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the bed exit pc board to resolve the issue. Based on this information, no further action is required.